Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. Review of available sensor data in dms identified prior low sensor temperature alerts and subsequent shifts in sensor glucose data that did not promptly align with entered blood glucose values. No definitive device malfunction or root cause was identified from the sensor data review. The user reported bruising at the insertion site, and the reported inaccuracies may be related to the insertion site healing. The customer care intended to recommendpausing the system use while the insertion site healed, but multiple attempts to reach the user by phone and email were not successful. The user remained unresponsive until the case was closed. B4.date of this report 23 jan 2026. G3.date received by the manufacturer? 23 jan 2026. H3. Device evaluated by manufacturer?no. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.